Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that one of the buttons got stuck and the insulin pump alarmed button error while the customer was sleeping. Mother was unsure if the customer was lying over the insulin pump. Blood glucose value was 15.3 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump passed leak test. However, the insulin pump had minor scratched lcd window, case and keypad overlay.